Manufacturer narrative:
MDR. / initial 7 of 7. Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced seven infusion sets tubing was leaking at the site. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully.